Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr could confirm the reported event and determined the most likely cause of the issue was due to a faulty exhalation sensor receptacle and the transducers being out of calibration. After calibrating the turbine differential and exhalation flow transducer, the issue was resolved. The fsr performed the operational verification procedure and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; there is a large discrepancy between the inspired volumes and the expired by large about a 2-300 ml difference. At this time, it is unknown whether or not there was any patient involvement associated with the event.